Event description:
A ophthalmic surgeon reported a pt stated seeing shadowing following intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested from the reporter on 07/22/2008; 07/18/2008; 08/04/2008 and 08/05/2008. Completed questionnaire has not been received. This report was mailed to FDA on: 08/15/2008.